Event description:
Mobile power unit captured under MFR. Report # 2916596-2021-06505.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed advisory alarms and power elevations; however, a specific cause for the events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The submitted log files were reviewed and collectively contained data from (B)(6) 2021 through (B)(6) 2021. Low speed events, associated with low speed advisory alarms, were captured on (B)(6) 2021 and (B)(6) 2021 while the device was connected to the mobile power unit (mpu). The pump otherwise maintained a stable speed above the low speed limit without issue. Transient power elevations up to 12.1 watts were captured on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Some of the power elevations that were captured during the low speed events on (B)(6) 2021 and (B)(6) 2021 were captured during pulsatility index (pi) events. The power elevations that were not captured during the low speed events were captured during pi events. A no external power alarm was captured on (B)(6) 2021 while the device appeared to be connected to the power module and a 14-volt battery; refer to the controller investigation regarding this finding (captured under MFR # 2916596-2022-00703). A no external power alarm was also captured on (B)(6) 2021 due to loss of power to the mpu; refer to the mpu investigation regarding this finding (captured under MFR # 2916596-2021-06505). The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient ultimately expired on (B)(6) 2021 as the pump was discontinued (captured under MFR # 2916596-2021-07552). It was reported that (B)(6) operated as intended and would not be returned for evaluation. The IFU and patient handbook outline all system controller alarms as well as how to respond to each alarm condition. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of the IFU lists adverse events that may be associated with the use of heartmate ii lvas. Section 1 also addresses all pump parameters, including pump speed, power, and flow. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 (under ¿low speed limit¿) addresses pi events as well as potential causes. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ also contains information that covers all visual/audio alarms and what action(s) should be performed when they occur. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic and was found to have several low speed advisory alarms on (B)(6) 2021 and additional speed drops on (B)(6) 2021. The patient did not remember what they were doing at the time of the advisories. Log file review captured low speed advisories while attached to the mpu (mobile power unit). The lowest speed recorded was 6790 rotations per minute (rpm). There were also some high power readings throughout the log file which appeared to be something passing through the pump. No cause was determined for the low speed advisories or elevated pump powers. The patient was admitted for shingles and their lactate dehydrogenase(ldh) was being monitored.